Event description:
Event description cpi received information that an invasive procedure was performed to remove this endotak transvenous defibrillation lead because of dislodgement. The physician was unable to reposition this lead, he elected to replace the lead with a new endotak lead. Implanted-02/05/96. Removed from service-06/21/96. Implant months-4.5. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.